Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. The device ran for 244 pulses before being deactivated. No damages or defects were found with the needle mechanism that would cause the needle not to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract. The pod was worn less than an hour.